Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Severe anemia [anaemia]. Hyperzincemia [hyperzincaemia]. Hypocupremia [copper deficiency]. Myelopathy [myelopathy]. Neuropathic pain [neuralgia]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that their female client, currently age (B)(6) years, used fixodent denture adhesive, form/version unknown, unspecified total daily use, as intended to hold dentures that she received approximately 15 years ago, and reported the following: severe anemia, hyperzincemia, zinc poisoning, hypocupremia, myelopathy, neuropathic pain, profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care. The case outcome was not recovered/not resolved. Past medical history included: medical history - received dentures approximately 15 years ago. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.